Manufacturer narrative:
Conclusion: the product upon which this medwatch is based has been received, however, the product evaluation is not yet complete. Any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported that a patient underwent a gynecological procedure on an unknown date. During the middle of the procedure, they had to shut the unit down for an unknown reason, and the unit would not power on after that. The procedure was successfully completed with a unit that they borrowed from a neighboring hospital.